Event description:
It was reported the tdxsp powered wheelchair right motor assembly has malfunctioned. The wheelchair will only allow the user to drive in circles. No patient consequences were reported as a result of this event.